Event description:
The 5fluorouracil, 46 hour infusion was prepared in an epic/progressive medical smartez pump 270 ml, 5 ml/hr flow rate, lot# c23f029 and put in the storage bin for the nurse to retrieve and administer to the patient. Pump was compounded at 11:13 am and when the nurse went to get it found the plastic bag where the pump was contained in had leaked considerable amount of fluid (chemotherapy). A new dose had to be dispensed and compounded for the patient. We have had several of these same issues with these exact pumps (different lot #'s different locations different technicians compounding) since fall of 2023. After using these pumps for 5 years without issues, we are seeing a large uptick in the leaks. The week prior we had the same leak issue with lot # c23c003. Reference report: mw5153415.